Event description:
The nurse reported the system shut down during the case as if the plug was pulled. The surgeon stated that when this occurred, the eye lost pressure and lead to a poor pt outcome. The poor outcome was believed to be a multi-focal tissue, and the surgeon noted that the system played a part in it. Additional info received from the surgeon stated the system shut down during diathermy. There was no infusion to the eye. The system was switched out to complete the case. The lens became cloudy and a lensectomy was performed. The pt presented with inflammation post operatively. The surgeon performed a culture to rule out endophthalmitis. The pt also presented with hyphema.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation.